Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results the returned truetome 44 was analyzed, and a visual inspection found that the working length and the cutting wire were kinked. An electrical test was performed where the resistance across the 2 in 1 connector and the cutting wire must be less than or equal to 20 ohms. The result was 14 ohms and within specification. The device also showed continuity. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the biliary tract during a biliary tract lithotomy procedure to treat cholelithiasis performed on (B)(6) 2025. During the procedure, the power contact was poor. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of a wire kinked. Please see block h11 for full investigation details.